Event description:
It has been reported to philips that the footswitch was not working. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-08/04/2023-005-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, philips has completed a good faith effort to get further information regarding patient and procedure. However, they did not get the requested information. The philips field service engineer (fse) inspected the system onsite and confirmed that the foot switch was not working. Upon troubleshooting, fse found the foot switch had a loose connection. To resolve the issue, fse tightened the connection. After that, the system was returned to good working condition. The codes were updated based on the investigation outcome.